Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the device was received and evaluated at the service center. The reported complaint that the device flashed an internal failure error message 200 ref 47 was confirmed. The defective cpu will need replacement to correct the reported complaint. Also the missing dust cover and mounting foot along with the physically damaged fascia and top plate need to be replaced along with an arc-detect upgrade and a re-skin is necessary so that the device performed according to the set specifications. The service of the device was however declined and was placed into long-term hold as it was not needed for the equipment exchange pool use. The physical damage to the device and missing dust cover and mounting foot are most likely a result of user mishandling of the device. However, given the information provided, we cannot discern a definitive root cause of the defective cpu assembly. A manufacturing record evaluation was performed for the finished device [serial number : 1320177], and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No additional information was provided.

Event description:
It was reported by the sales rep that during a shoulder repair procedure on (B)(6) 2020, it was observed that the vapr vue generator device flashed an internal failure error message of 200 reference 47. Another like device was used to complete the procedure with no surgical delay or patient consequences. No additional information was provided.